Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: technical manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the device had not completed the cycle required for its use. To complete the procedure, it was necessary to use the same product from a different batch. There was no blood loss. Additional information was received on 25apr2025: aortic dissection with extension to the carotid arteries in a patient who had already undergone surgery with interposition of data in the adjacent aorta and endoprosthesis in the descending aorta. Difficulty in inserting the device with loss of shot. Endovascular correction of descending aortic dissection by chimney technique. Chimney endovascular aortic repair (chevar) and thoracic endovascular aortic repair (tevar) endovascular repair of the thoracic aorta using a 8f vip hemostatic puncture therapy device. A pre-deployment angiogram was performed. Issues with the insertion of the device. Hemostasis was achieved by the second device. The patient was stable.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. After additional review of this report it was determined that this report is considered not reportable. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It appears as though an issue had occurred during insertion of the device; however, this was unable to be confirmed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).